Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he took a nap and then woke up in a pool of his own sweat. His blood glucose was 18 mg/dl. He called ems and was taken to the hospital. On his way to the hospital, he treated by eating candy. By the time he was at the hospital, his blood glucose was 45 mg/dl. The event occurred on (B)(6) 2015. The customer was treated with d50 and fluids. Additionally, the customer had a blood glucose of 573 mg/dl due to a bent infusion set cannula. The patient changed his infusion set and treated via insulin pump therapy. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.